Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer had several hospitalization events in the last year. The customer reported going to the emergency room two or three times in the past year for high blood glucose. Customer also reported they were almost in a diabetic coma in the past. The ambulance was called during this event. The customer also reported the insulin pump would reject new batteries. It was also found the insulin pump had scratches on the screen. The customer also reported the infusion sets caused infections. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.